Event description:
Caller reported a tandem mobi cartridge alarm, prompting cts to confirm a cartridge alarm 30. Despite the alarm, there was no adverse impact to the customer's blood glucose level. The customer was able to reload the original cartridge successfully and resume insulin therapy, resolving the issue.